Event description:
It was reported that the patient had a wound infection at the pump site and was in the hospital. An explant was planned. No further information including the type of medication being delivered was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device had been explanted, and the patient reportedly returned to baseline.